Event description:
The customer obtained multiple, non-reproducible, higher than expected, vitros amon quality control results on a vitros 250 chemistry system. Qc fluid lot c1730 = 93 vs. An expected result = 46.2 mmol/l; qc fluid lot d1731 = 236 vs. An expected result = 194 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected or reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected, vitros amon quality control results were obtained on a vitros 250 chemistry system. An ocd field engineer performed ¿as needed¿ maintenance activities and recalibrated the same reagent lot to return vitros amon to expected performance. The most likely cause of the event was determined to be instrument related. There was no evidence that a reagent related issue contributed to the event.